Event description:
It was reported that the patient faced site irritation issue on (B)(6) 2025. The patient stated that the box of infusion sets had bad adhesive due to the infusion set being in the car with the heat. The site was uncomfortable when attached to body. The blood glucose was high upto 400 mg/dl.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.